Manufacturer narrative:
The psm was tested. Visual inspection was performed. Error 23034 was confirmed via field logs. The link 3 clutch will be replaced as a precaution.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the patient side manipulator (psm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that during da vinci-assisted radical cystectomy with neobladder surgical procedure, site contacted intuitive technical support engineer (tse) to report error 23034 occurred and psm#1 show yellow led. Tse guided customer to exercise all clutch buttons on psm and issue persisted. Error could be recovered but was coming again. Tse guided customer to hard power cycle the system and error showed again. Tse guided customer to disable psm#1 and activated psm#3. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: system functionality was checked upon powering on the system and the system initially powered on without errors.